Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor system alarm. Customer stated insulin was squirting out during the manual prime process. Customer stated that the drive support cap was normal. Customer stated that insulin pump was not bumped or dropped also no water contact. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However, device alarmed a33 during basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, occlusion test and excessive no delivery test or verify prime/fill anomaly due to a33 alarms. The test reservoir p-cap was able to lock in place.